Manufacturer narrative:
Continuation of d10: product ID: 9735821r, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the application showed that the localizer had faulted. The network device interface toolbox indicated that the camera cmos battery had died. There was no patient involvement.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. The camera (product: 9735821r, lot: p902424) was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event logs showed intermittent firmware incompatibility, and intermittent low illuminator current. There was a low battery voltage message, along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at 0.707 mm with a passing threshold of 0.250 mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c08, c02 fdc d02 are applicable to the system checkout and hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.